Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker exhibited noise oversensing resulted in false episodes. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the patient's pacemaker exhibited a reoccurrence of noise. No intervention was performed. The patient had no adverse consequences.